Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the customer's reported issue. The stm replaced the high pressure regulator, helium tubing assembly, and helium tank, and verified the leak was within factory specifications. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. The customer reported that were going through helium tanks faster than usual and requested that the iabp be serviced. There was no patient harm and no adverse event reported.